Manufacturer narrative:
Patient had settings turned up and now feels shocking, especially when sitting or laying on right side. Informed her to contact her doctor and notify them. Trying to make follow up contact with patient to determine outcome.

Event description:
From the call center: I am having problems with my monitor. They put it up higher but at this moment it is too high I need help lowering because it is uncomfortable for me.

Manufacturer narrative:
Patient complaint of shocking; patient did not respond to multiple attempts at follow up but no further complaints have come in so likely that provider adjusted settings and issue has been resolved. No further action to be taken at this time.